Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular confirmed the reported leak when the balloon catheter was pressurized. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified superficial femoral artery. When the 4.0 x 40 mm armada 35 balloon catheter was in place at the lesion site, when an attempt was made to inflate the balloon, contrast was observed to be oozing from the shaft of the device just below the black hub. The balloon could not be inflated. The balloon catheter was retracted from the anatomy and a new balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.